Event description:
The facility states the resident swung their legs out of bed and allegedly caught the back of their leg on the weld of an assist bar, resulting in a cut that required 16 stitches.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. The age of model ihcsbaas with serial number (B)(4) is unknown. The consumer swung their legs onto the weldment causing their leg to cut and eventually need stitches. The height of the weldment is unknown. It is unknown if the weldment experienced distortion. The medical condition, stability and medication regimen of the consumer is unknown. It is unknown if the consumer was provided instructions for entering and exiting the bed. It is unknown if obstacles were in place causing the consumers legs to swing in the direction of the lift bar weldment.